Event description:
It was reported that during a low anterior resection procedure, the staples at the distal end gave way. This caused the surgeon to hand suture and due to no more margins, he had to convert to an apr. Another like device was then used.

Manufacturer narrative:
Information anticipated, but unavailable at this time.